Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure and multiorgan failure. The patient had a temporary right ventricular assist device (rvad) for right heart failure at implant but failed to wean and developed multiorgan failure. The device operated as expected. Additional information was received that the right heart failure existed before the left ventricular assist device (lvad) implant. Device related issues did not contribute to the right heart failure. The death was not considered to be device related.